Event description:
Report rec'd of underdelivery found during biomedical engineering preventative maintenance testing. The pump was reportedly tested according to the test methods in the device manual. With an expected delivered amount of 20.0ml, the pump consistently delivered 17ml on three separate test runs. Device specification requires volume delivery for this test to be 20.0+/-1.0ml. There were no reports of any pt incidents when the pump was in clinical use. No additional info was available.